Event description:
Customer called to report an issue surrounding a hypoglycemic event. He reported that while on an airplane, he experienced a low blood sugar requiring medical intervention (the nature/extent of the intervention was not reported). Customer was concerned with the fact that maybe the pod had over bolused him. He reviewed his insulin delivery history with the customer care representative. The record indicated that at 8 pm, he delivered a 4.4 unit bolus for dinner and that 2 hours later he delivered again for some snacks as recommended by the pdm. The customer acknowledged that these amounts were conducive to what his settings were. The customer stated that he was getting in touch with his clinical diabetes educator to make sure the settings were correct, and if further adjustments needed to be made, he will call back if he has any further issues with the product. Customer no longer had pod so no lot identification or product evaluation is possible.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.